Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 145 mg/dl. The customer stated that they were not sure if sweat got on the insulin pump. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The device was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, and cracked battery tube threads. There was moisture damage on the electronics, motor, vibrator and battery tube assembly.